Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the cios alpha system. The user reported that the fluorospot compact shut down during an interventional procedure. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a software error. The investigation was performed considering complaint description, cs reports, system history and system log files. Based on the logfile analysis the investigator recognized that the system was not running with the latest software version. According to the analysis, the experts assume that the error described would not have occurred with the current va20 software. The system was not equipped with the latest version because the customer had refused the update. In order to resolve the given issue, the customer service engineer restored the flc software and reseated the printed circuit boards (pcb) in the fluorospot compact (flc) imaging system. No spare parts were exchanged on site. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.